Event description:
The customer called about some meter readings she had received. While troubleshooting, she performed control tests and received a result of 32mg. The normal control range was 98-135 mg/dl. No adverse events alleged. The customer did not have time to continue troubleshooting and ended the call. No product will be returned for evaluation.

Manufacturer narrative:
This MDR is being filed late, since it was inadvertently classified as a 'closed' complaint before regulatory affairs had a chance to review it. An improvement was implemented in the complaint system to prevent this kind of occurrence in the future. All of these 'closed' complaints were reviewed and, if appropriate, reported as mdrs.